Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received fifty-nine unopened samples that pertain to product code vr917. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The packets were opened, and the swage and attachment area were noted to be as expected. During the visual inspection, the suture was correctly placed on the winding former. The sutures were dispensed without problem and examined along the strand and no anomalies or damage on suture surface could be observed. The instructions for use do contain the following caution: the implantation studies of coated vicryl rapide sutures in rats show the original tensile strength is lost by approximately 10 to 14 days post-implantation. The absorption of these sutures occurs thereafter and is essentially complete by 42 days. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of our quality process, the manufacturing records of this lot serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. .

Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2023 and suture was used. It was reported that during surgery, the device was used to sew the perineum. Post-op on (B)(6) 2023, about 12 days after the surgery, the patient came to hospital for examination due to incision discomfort and pain, and it was found that the suture was not absorbed. Then the suture was removed from patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what was the appearance of the suture during the removal? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Received information as following from sales rep via phone today. After investigation, the patient (female, specific age unknown) underwent episiotomy repair in hospital in (B)(6) 2023. During the surgery, the surgeon used the vr917 for vaginal mucosal sewing in the way of continuous suturing, and used the absorbable suture (specific product code unknown) manufactured by j&j for perineal, subcutaneous and skin sewing (specific suture method unknown). The intraoperative suturing was smooth. About 12 days after surgery (with specific event occurred on an unknown date), the patient developed perineal wound pain. The doctor found through examination that the suture on the perineal skin was absorbed and some suture on the incision was discharged from the suturing site. The suture was removed from the perineal wound. No subsequent adverse event report was received. The hospital reported that the event occurred on about (B)(6) 2023, and the device use date was estimated to be (B)(6) 2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.